Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.4, lab: 3.4 . Inratio: 1.3, lab: 3.7.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Manufacturer provided proper comparison procedures to caller. Device is not being returned for evaluation.